Event description:
It was reported to boston scientific corporation that an advantage fit system device was used during a bladder sling, retropubic, and cystoscopy procedure performed on (B)(6) 2018, for the treatment of mixed incontinence with stress urine incontinence. On (B)(6) 2018, a 50-year-old white female patient had a fairly deep space to get to, but they were able to get to where they attempted to try a transobturator sling. However, the trans-obturator sling could not get the trocar back far enough to get to the correct space, so they decided to change to a retropubic bladder sling. The patient was taken to the postoperative recovery room in stable condition after the implantation. On (B)(6) 2023, the mid-urethral sling was noted to be exposed to the left of the midline, one proximal to the urethral meatus. There was a 1cm exposure, so the patient underwent a sling revision. At the end of the procedure, the patient was awakened and taken to the recovery room in stable condition.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the date of the revision surgery. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e2006 captures the reportable event of mesh exposure of mid-urethral sling. Imdrf impact code f1905 captures the reportable event of sling revision.